Event description:
It was reported that the pump battery was depleting quickly resulting in the pump shutting off. Additionally, it was reported that the customer intermittently received a power source alert after plugging the pump into a wall outlet. There was no adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.